Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is having a rash with her electrodes. The patient wore them for 23 hours and changed them once a day with electrodes. The patient has not contacted her doctor, but she has an appointment on monday. She used neosporin. She does not have sensitive skin. She is allergic to adhesives. 63b electrodes have been sent to the patient, and the patient will conduct a timed test and call back if there are any issues. The physical therapist would not treat her because of the rash. It is all over her back and neck. A return label has been sent to the patient. It was later reported on (B)(6) 2022 by the patient that she spoke to her doctor who prescribed a steroid cream for the irritation. The patient has also been using cortisone-10 on the area. She will wait until the irritation heals before starting treatment again with the 63b electrodes. The patient was also reminded to return any old electrodes.